Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 12, 2007, that approximately three months after the placement of an ultraflex stent system in a female, the stent migrated. Approx three months earlier, the stent was successfully placed in the esophagus for a lesion approximately 6 cm in length. In 2007, the patient went to the hospital for "stomach pains". "When the physician examined him under x-ray, he found that the stent was migrated into intestinum tenue and perforated three places." Surgery was performed to remove the stent and the patient was sent to ICU for observation. The patient's condition is currently unknown.